Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular lead was explanted due to failure to capture. This lead was successfully replaced. It is unknown if this lead will be returned for analysis. No additional adverse patient effects were reported.